Event description:
Speaker was tested and failed. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log could not be reviewed, log not available. The reported device was [not] sent back to brézins for investigation as repairs were carried out locally. The defective part was sent back to france. The visual inspection was compliant. The investigator mounted the spare part on our test bench to verify the complaint. He performed the test 9 of the maintenance menu as well as the audio test with our lab software. No errors or alarms were triggered during this period. Therefore the reported event have not been reproduced and the speaker was functional. The reason for the failure is probably due to an another part of the device or the device is not upgraded with the current software version. The problem encountered by the customer can only be analyzed with the associated pump. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.